Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing an unspecified quantity of clearlink system continu-flo solution sets separated from the connector. These issues were identified during preparation/setup and before patient use. The separation of the two components would occur when pulling off the end cap for initial use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.